Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having sore throat, dry mouth and cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on apr 29, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, having sore throat, dry mouth and cough that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that there is unknown white, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, and tan (dust-like) contamination, in the iso port (international organization of standardization.) Dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential mineral deposit spots on the bottom of the blower motor, inside the blower motor and bottom of the blower box, indicating potential water ingress. Also, there are excessive unknown brown fluid/water spots. Unknown brown and white specks of contamination on the bottom of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam.the device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation.there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and manufacturer was unable to address the patient's symptoms sections d9, g3, h2, h3, h6 has been updated in this report.